Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) old male patient had a skin irritation. The patient had two open blisters on his left side and the patient had blisters and bruising under his armpits. It was reported that the patient had (B)(6). The patient's nurses placed gauze on the open sore. Follow-up indicated that the patient's irritation was about the same. The patient's wound care nurse applied a cream to treat the irritation. The outcome of the irritation is unknown.